Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well.